Event description:
Treatment of a large unruptured saccular aneurysm measuring 20.75mm x 10.8mm located in the cavernous segment of the internal carotid artery (ica). On (B)(6) 2013, the patient complained about neurological symptoms of headache that has been occurring for a week already but worsened two days prior to admission. The patient also complained of nausea without vomiting, numbness, paralysis or weakness on one side of the face, and ptosis. It was unknown if the patient as on dual anti-platelet therapy prior to the procedure, however, it was known that heparin was given intra-operatively. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported the navien catheter was placed in the proximal petrous ica and a headway 27 microcatheter crossed the aneurysm and was placed into the m1 segment. The first pipeline (5.00mm x 20mm) opened approximately in the ophthalmic segment and was placed at the aneurysm neck. Upon retrieval of the microcatheter, the pipeline was slightly pushed distally into the aneurysm. The second pipeline (5.00mm x 18) was maneuvered across the aneurysm neck. Again, the microcatheter pushed the pipeline distally. The third pipeline was placed successfully crossing the aneurysm neck into the petrous segment, but required manipulation (j-wire technique) to achieve full wall apposition. The fourth pipeline ((B)(4)) was placed crossing the region down into the petrous segment to ensure that there is proper closure of the aneurysm. Dyna CT showed good wall apposition and stasis of contrast in the aneurysm. On (B)(6) 2013, the patient experienced a severe, serious adverse event of ischemic stroke. The patient was noted to be lethargic, confused, have facial droop, and unable to move the left ue (upper extremities) and left le (lower extremities). Stat CT (computed tomography) and MRI (magnetic resonance imaging) was done and showed an acute stroke. The patient also had mild dysarthria. The same day, the patient also had atrial fibrillation with ventricular spots around 110. It is noted the possible cause of afib may have been triggered by hypokalemia and a low tsh (hyperthyroid). It was noted that the afib was controlled. Medication given was aspirin, coumadin, amiodarone, clopidogrel, albuterol, vitamin d. She was initially placed on coumadin and given amiodarone and was converted to sinus rhythm rate of 75. The event is noted as procedure related and is ongoing. On (B)(6) 2013, the patient was discharged to the skilled nursing facility with foley d/t urinary retention. Same event as mdrs# 2029214-2014-00139 / 2029214-2014-00141 / 2029214-2014-00143.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
Received information stating that the actual dimensions of the aneurysm is 2.85cm x 2.7cm with a neck size of 2cm. (B)(4).